Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with foreign matter. The following information was provided by the initial reporter, translated from (B)(6) to english: fine foreign matter inside the individual package.

Manufacturer narrative:
H.6 investigation summary :our quality engineer inspected the photographs submitted for evaluation. Bd received five photographs which displayed two dispensers along with individual pictures of the units. The evaluation of the photographs displayed the foreign matter in the packages. The reported issue was confirmed. The root cause was determined to be in the manufacturing process but without the actual sample, bd could not determine exactly where the defect occurred. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h.10

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with foreign matter. The following information was provided by the initial reporter, translated from japanese to english: fine foreign matter inside the individual package.